Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch vita enhanced meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the call was reviewed by cs following questions raised by the medical surveillance specialist. The patient claimed that the meter started to read inaccurately around (B)(6) 2015, when he obtained alleged inaccurately erratic blood glucose results of "220 and 140 mg/dl", performed within 20 minutes of each other. The patient manages his diabetes with lantus and novorapid insulins which he self-adjusts. He reported that after obtaining the alleged inaccurate results, he administered an increased dose of 9 units of novorapid instead of the usual 7 units. He claimed that he "immediately" developed symptoms of "pallor on face and skin and loss of feeling in legs", which he associated with hypoglycemia. The patient reported that he "was advised to inject" something to treat his symptoms, but he couldn't remember what the injection was. He also reported that he took "sugar". He denied using any other device to check his blood glucose levels. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient described the correct testing steps and the samples were from the same approved sample site. However, the csr also noted that the patient's test strips had been stored improperly in the kitchen. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.